Manufacturer narrative:
(B)(4). Final analysis of the device revealed high battery resistance. Pump did not run for full 2 minutes at 24,000 ul/day and logs showed a low battery reset (lbr). Bench testing (bct) battery logs appeared to be corrupt. Pump did run for full 2 minutes at 5,000 ul/day. The battery resistance waveform test showed a high resistance of 1642 ohms. Multiple lbrs were seen in the pump logs during analysis. Eri, safe state, and lbrs were seen in logs and telemetry strips.

Event description:
The pump was replaced due to and early replacement indicator (eri), prophylactically to avoid in-vivo battery depletion. The drugs infused via the pump indicated baclofen (lioresal) 1,248 mcg/day conc 2000 mcg/ml. There were no lab test performed. No pt event was reported. Pt recovered without any sequelae.